Event description:
It was reported that the patient had fallen and that resulted in high impedances on both old leads. There was pre-operative testing done and both old leads showed a greater than 40,000 ohms. Both leads were replaced and the new lead was working fine. The patient was doing great after replacement.

Manufacturer narrative:
Concomitant products: product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).